Event description:
It was reported that during use on a patient the flow exhalation on a 980 ventilator was failing. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and was not able to duplicate the reported issue.the se performed extended self-testing on the device and all tests passed.